Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-may-2026, arthrex received an anonymous medwatch report regarding an event that occurred on (B)(6) 2026 during a shoulder procedure for acromioclavicular (ac) joint repair. The report indicated that a portion of the ar-2372blo knotless ac tightrope open repair implant fractured intraoperatively during use, leaving a fragment inside the patient. The associated clinical code identified a foreign body in the patient. No further information was provided.